Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received false positive hcg results for fourteen female patient samples. All initial testing was performed (B) (6) 2010 and repeat testing was performed on (B) (6) 2010. All results are in miu/ml. Sample 1 initial result was 213.2, repeat result was 0.1. Sample 2 initial result was 82.24, repeat result was 0.1. Sample 3 from a (B) (6), initial result was 226.8, repeat result was 0.1. Sample 4 initial result was 23.2, repeat result was 0.1. Sample 5 initial result was 179, repeat result was 0.1. Sample 6 from a (B) (6), initial result was 94.22, repeat result was 0.1. Sample 7 initial result was 396.6, repeat result was 62.29. Sample 8 initial result was 933.6, repeat result was 1.21. Sample 9 initial result was 831, repeat result was 0.1. Sample 10 initial result was 247.5, repeat result was 0.1. Sample 11 initial result was 680.1, repeat result was 392.8. Sample 12 initial result was 50.23, repeat result was 0.1. Sample 13 initial result was 242, repeat result was 0.1. Sample 14 from a (B) (6), initial result was 1090, repeat result was 0.286. The initial results were reported. The patients were not treated and no adverse effect was reported as the customer noticed the occurence and talked to the physicians before anything was done. The hcg reagent lot number was not provided. A specific root cause was not identified. The field service representative checked the prewash area of the analyzer, changed the pinch tubes and ran performance tests with acceptable results. Follow up with the user confirmed no similar incidents occurred.